Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the patient underwent chest x-ray on (B)(6) 2023, to check the correct position of the catheter tip. They found swelling of the arm on the puncture side during infusion with the PICC catheter after unobstructed maintenance. The infusion was stopped immediately, and there was no thrombus in the blood vessel color ultrasound examination. The PICC catheter was pulled out according to the doctor's advice, and the catheter was found to be broken in the body. Catheter removed via interventional radiology. The patient received chemotherapy on march 16 and was discharged after treatment on march 17. No other information was provided.